Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. Customer's blood glucose was 86 mg/dl. The customer reverted to manual injections for insulin therapy.